Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva 20 ga x 1 in single port leaked at the septum. The following information was provided by the initial reporter: blood backed up the catheter and out the back of the IV catheter hub. The colored hub part is supposed to be sealed off. The IV needed to be removed and a new one placed because there is no way to fix this problem (B)(6) 2024. There was a negative outcome and poor customer service due to an additional IV needing to be placed. An additional needlestick due to equipment failure is not only additional pain and stress for the patient but also frustrating for the staff.

Manufacturer narrative:
Investigation results: no photos displaying the reported defect or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
No additional information.